Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator site. The pain was described as shooting and burning, even when stimulation was off. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted device was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in the past 4 months from the date manufacturer became aware of the event.